Manufacturer narrative:
Ge representative evaluated system, found system to be operating as intended and within specifications.

Event description:
It was reported the system is producing x-ray dosage above maximum allowed by nevada. No patient injury reported.